Manufacturer narrative:
Investigation: customer returned (1) 32g 4mm bd pen needle (used). Consumer reported rear cannula end is broken. The returned pen needle was examined and exhibited a broken non-patient end cannula, likely due to human factor, thus confirming the alleged defect. A lot# was not reported so DHR review was not possible. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be broken when fitted to the pen.

Event description:
It was reported that a bd ultra fine¿ pen needle had a needle break. The following was reported, " rear cannula end is broken."

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra fine¿ pen needle had a needle break. The following was reported, " rear cannula end is broken."